Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("lack of drug effect"). The patient had a medical history of obesity, cesarean section (2), anemia, menometrorrhagia, pelvic pain female, parity 2, gravida ii and trichomonas on cervical smear. Previously administered products included: aygestin and xanax. The patient had a family history of epilepsy, holoprosencephaly and hydrocephaly. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 3784 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy with "lysis of" adhesions.). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one related surgery-n. Previously reported insertion date is (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.332 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: hysterosalpingogram. History: essure confirmation. We attempted multiple times to identify the cervix in this individual. This included utilization of the largest lighted speculum we had. Because of the position of the cervix and the depth of it, was not able to isolate it. The procedure was unsuccessful. The scout film shows essure coils over the soft tissues of the pelvis. Impression: unsuccessful hysterosalpingogram with inability to isolate and identify the cervix completely. Multiple attempts were made. No charge for the procedure. [Pathology test] on (B)(6) 2014: specimen: uterus, with bilateral fallopian tubes final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: serosa: no significant pathologic alteration. Cervix: mild chronic cervicitis. No malignancy or dysplasia identified. Endometrium: weakly proliferative pattern. No malignancy or atypical endometrial hyperplasia identified. Myometrium: no significant pathologic alteration. Fallopian tubes: no significant pathologic alteration. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pregnancy with contraceptive device (10063130) and drug ineffective (10013709). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Events pregnancy with contraceptive device and lack of drug effect added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.